Manufacturer narrative:
The field service engineer (fse) contacted the clinical sales representative (csr) who reported that the customer was able to resolve the issue. The fse monitored the system performance for three surgeries and no further issues occurred. Therefore no site visit was conducted. The system was working properly and no additional action was required. No image or procedure video was provided for review. This complaint is being reported based on the following conclusion: the customer converted to laparoscopic surgery after the start of the procedure due to the universal surgical manipulator being down. While there was no harm or injury to the patient, system unavailability after the start of a surgical procedure could likely cause or contribute to an adverse event if it were to recur as it may lead to an injury due to the patient¿s inability to tolerate a conversion/abortion.

Event description:
It was reported that during a da vinci-assisted ventral hernia ipom surgical procedure, the customer had errors on universal surgical manipulator 2 (usm2) and had to disable the arm to continue on with the case. The clinical territory associate (cta) stated that the event took place sometime the week prior to the call with the technical support engineer (tse). The cta stated that the customer had to covert to laparoscopic surgery to finish the case. The customer did not call the problem in while it was happening, therefore no troubleshooting was done to resolve the issue. The cta said that the surgeon stated that when the error occurred, the surgeon was "pushing hard on the limits of the usm." The tse reviewed the logs and found repeated 32100 pointing to usm2. The customer had completed two additional cases, post the case with the errors, with no issues. The procedure was converted to laparoscopic surgery with no reported injury. Intuitive surgical, inc. (Isi) made multiple follow-up attempts to obtain additional information. However, no further details have been received as of the date of this report.